Manufacturer narrative:
This incident occurred outside the untied states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported experiencing elevated blood glucose levels since (B)(6) 2011 up to 15.0 mmol/l. Patient stated he makes the correction via the infusion device. Patient's normal blood glucose range is 6.0 - 6.7 mmol/l. Patient reported he thinks the infusion device delivers too low amount of insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.